Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2020. It was reported that they had a severe back and leg ache since changing to the left side and they had not been able to urinate. It was attempted to lower stimulation to see if that helped. Contributing factors were unknown. The issue was not resolved at the time of the report.